Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, one (1) discrepant group a strep patient result was alleged. From the initial testing, a group a strep positive result was obtained from a veritor analyzer. However, the physician ordered a culture which provided a group a strep negative result. The patient was treated based on their clinical presentation and no health impact or consequences were reported. It is noted the customer was informed that per the instructions for use, a group a strep negative result obtained from a veritor analyzer should be confirmed by culture and not a group a strep positive result.